Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records and information provided to abbott vascular. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. In this case, there was no reported device malfunction associated with the steerable guiding catheter (sgc). The reported patient effect of thrombosis, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. The event was further reviewed by an abbott vascular senior medical advisor. The reviewer concluded that there is no evidence of device issue or malfunction in causing or contributing to the thrombus. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The customer reported that the steerable guide catheter was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the thrombus in the steerable guiding catheter (sgc) and aspiration attempts, which is considered intervention to prevent injury. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. After retracting and removing the dilator from the steerable guiding catheter (sgc), the sgc was flushed and a thrombus was seen at the silicon lips of the hemostasis valve. An attempt was made to remove the thrombus with aspiration and flushing, but was not successful; therefore, the sgc was replaced and a new device was used successfully. The activated clotting time at the start of and during the procedure was >250. One clip was implanted, reducing the mr to 1. There was no adverse patient effect and the patient was confirmed to be clinically stable post-procedure. No additional information was provided.